Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked saline solution below the luer lock. The event occurred in the chemotherapy suite after the patient was connected for therapy. The reporter stated that there was no visible damage to the set. There was no patient injury or medical intervention associated with this event. No additional information is available.